Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female patient who used super poligrip as a denture adhesive. Co-suspect medication included fixodent. On an unknown date, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced neuropathy, anemia, neutropenia, leukopenia, myelodysplasia, copper deficiency, and zinc toxicity. The patient was hospitalized. At the time of reporting, the outcome of the events was unknown. Information was received on (B)(4) 2011 via medical records (multiple handwritten pages). The patient was hospitalized from (B)(6), 1999 with anemia and neutropenia. On (B)(6) 1999, the patient had progressive symptoms of anemia which had been detected in late 1997. In (B)(6) 1997, she had severe menorrhagia requiring hospitalization and a transfusion of four units of blood. In (B)(6) of 1997, the patient was again found to be anemic and was given two units of blood. During both admissions, her white count was also found to be low. The patient also had a history of paresthesias in all extremities and difficulty walking. These began in (B)(6) of 1997 in the right hand with numbness and tingling and extended then to the hands, the right foot, then both feet. This progressed to the point of having paresthesias up to her hips. In addition, she felt that she had been off balance and has had a problem with walking since (B)(6) of 1998. On (B)(6) 1998, assessment included anemia and leukopenia, possibly due to evolving myelodysplasia. On (B)(6) 2000, the patient had some subjective improvement of her neurological symptoms, but still had walking imbalance and used a cane. The patient's copper level was 114 and zinc level was 257 on (B)(6) 1999. The patient was diagnosed with a copper deficiency on (B)(6) 2000. The patient was treated with an oral copper supplement. Current impression included copper deficiency and zinc excess with some multiple sclerosis-like neurological deficits. The patient's anemia and neutropenia responded promptly to oral copper supplementation. On (B)(6) 2000, the patient's copper level was 115 mcg/dl (normal (70 to 155) and zinc level was 126 mgg/dl (normal 70 to 150). On (B)(6) 2001, the patient's copper level was 5 mg/dl (normal 25 to 63). On (B)(6) 2001, a peripheral smear report showed severe normocytic/normochromic anemia, leukopenia, and neutropenia. On (B)(6) 2001, a magnetic resonance imaging (MRI) of the brain showed nonspecific white matter changes which were not classic for multiple sclerosis. On (B)(6) 2004, the patient's copper and zinc levels were normal. On (B)(6) 2005, the patient reported having more neuropathy. On (B)(6) 2010, the patient learned about recent issues with poligrip and fixodent causing copper deficiency and neurologic problems, after viewing television. The patient had used poligrip and fixodent for 15 to 20 years, three to four times a day and had had dentures since age 30. Two weeks ago ((B)(6) 2010), the patient changed to zinc free denture cream.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).